Manufacturer narrative:
Na

Event description:
The ventilator was originally sent to the field service center for a scheduled preventative maintenance. During bench testing, the ventilator turbine stopped spinning.